Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported rotating hemostatic valve (rhv) detachment appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the rotating hemostatic valve cap detachment. It was reported that when attempting to open the steerable guide catheter (sgc) cap on the rotating hemostatic valve (rhv), the rhv completely detached. The sgc was not used in the anatomy. The device was discarded and a new sgc was used. There was no clinically significant delay in the procedure. No additional information was provided.